Event description:
A 2.25 mm diameter x 20 mm length sprinter dilatation balloon catheter was inserted into a pt for the treatment of an unk lesion. The lesion morphology was not reported. It was reported that the sprinter was at the lesion site and inflated; however would not deflate. The balloon catheter had to be cut in order to deflate the balloon. After the guide catheter was removed, it appeared to have several kinks. The pt was sent to surgery. The pt condition is unk. The device has been returned and its analysis is pending.

Manufacturer narrative:
Evaluation results: other (pending device evaluation). Evaluation codes, conclusions: other (pending device evaluation).